Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest of foley catheter, sterile water was leaked. The leakage point was unknown. The catheter did not have any contact with other objects.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Received 1 all silicone foley catheter with syringe. The catheter was visually inspected, and no defects were noted. The balloon was filled with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe. Hissing sound was present during inflation. Asymmetrical balloon noted, also it was evidenced solution in the drainage lumen bifurcation indicating lumen to lumen leaked. The sample received does not meet specifications as per inspection procedure, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 is applicable for this product lot number. A labelling review was not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest of foley catheter, sterile water was leaked. The leakage point was unknown. The catheter did not have any contact with other objects.